Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient went into the office on (B)(6) for a pump refill, but the physician had difficulty filling the pump. He brought the patient back to fill it under fluoroscopy to see if the pump was flipped. It was noted that the patient was upset because the physician would not do the procedure under general anesthesia. There were no patient symptoms or injuries related to the event. That same day, it was reported that the patient had gone in for a refill appointment on (B)(6), but the physician was unable to refill the pump. At the refill, the physician stuck the needle in, but had to take it out and get another one. After a few minutes it started hurting enough that the patient¿s body was shaking. After about 15 to 20 more minutes he still couldn¿t get it. It was noted that, by that time, the patient was crying and moaning. He stated that the pump was implanted too deep. Additionally, the physician stated that the pump had moved and the patient had also felt it move on three separate occasions. It was noted that the pump was well above where the incision was, when it had not been there previously. The physician wrote a prescription for two valium pills and told the patient to come back the next day. The next day, he used a ¿numbing needle¿ on the patient and after five minutes had to use two more needles. He attempted to refill the pump for about 30 minutes and stated that he believed the pump was flipped. The physician attempted to manually move it from the outside of her stomach though the patient was experiencing ¿the worst pain¿. The physician said he'd prescribe another two valium and asked the patient to come back the next day for an x-ray. On the next day, the patient wanted to be sedated for the process, but the physician stated that it would not be covered by insurance, so he would ¿absolutely not sedate¿ her. The physician threatened to turn the pump off unless she followed his direction, though it was unclear if the pump ended up being turned off. He reportedly thought the patient was being prescribed supplemental medications from her primary-care physician (pcp), though she hadn't received any additional medications. It was stated that the pcp gave the patient a prescription and scheduled a meeting on the following tuesday to decide what needed to be done. It was stated that the patient was receiving a high amount of medication, but maybe needed a little more to get the right kind of pain relief. It was also stated that after the e vent, the patient did not want to keep trying ¿this thing¿. Five days later, it was reported that the physician would not fill the pump under general anesthesia like the patient wanted. The pump was set to minimum rate mode and the physician told her to follow up with her family physician for oral medication. The reporter did not know the patient's status at the time of report. The device was delivering dilaudid and clonidine.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8835, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was later reported that there was a pump problem. It was noted that a healthcare provider (hcp) reported that the patient¿s pump malfunctioned about a year prior and ¿dumped all the medication out¿. It was reported that it was turned off at the time of report. It was noted that the patient went to their managing physician and they turned off the pump. It was reported that the pump may have ¿turned¿ as well. It was reported that the patient had not had the pump explanted as they ¿apparently has had some other health issues¿. Additional information has been requested, but it was not available as of the date of this report.